Manufacturer narrative:
The spacelabs field service engineer was dispatched to the customer site for further analysis of the reported issue which could not be verified. Investigative findings determined the xhibit central station experienced an incident with dotted waveforms and dropping of telemetry patients. The fse went on site, unable to collect data logs with data, the fse updated the xhibit software to current version and the program was restarted. The field service engineer reports the xhibit is functioning according to spacelabs¿ specifications. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 7:50pm a telemetry waveform displayed as a dotted waveform then dropped off the display of the xhibit central station.